Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display. Unable to perform the displacement test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the 40 pin flexible printed circuit/lcd and j1 on the pcba 2. Swapping out test boards confirms blank display is isolated to pcba 2. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: cracked case behind the pump at the battery compartment and cracked battery tube threads. Cosmetic damage at the display (crack) was not confirmed, however, other cosmetic damage was noted. Pump received with blank display due to moisture damage on the j1/pcba 2. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.